Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). One used decontaminated sample was received in plastic bag without its original packaging for investigation. This investigation inflated the affected sample with a spare syringe. There were no issues observed during this inflation and did not duplicate the reported event. The root cause of the reported event was undetermined.

Event description:
It was reported that during the use of the product, the customer noticed the one-way valve was damaged. There were no patient harm or injury reported.